Event description:
Customer reported the sys would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the generator boot floppy drive. Sys operates as intended.